Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic duodenal switch, while using the device to dissect a window posteriorly on the duodenum near the pylorus the device fell apart. The extended tip fell into the patient when it broke apart but it was retrieved. Another device was opened to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with the inner shaft disengaged from retraction slider; there was no sign of deformation or breakage. The knob component was inspected using a microscope and no indentation around the knob hole was observed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been implemented to mitigate this condition. If information is provided in the future, a supplemental report will be issued.